Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on 04/30/2013, states that there is noise on shock channel with oversensed and stored atr episodes. The rv lead impedance is 374 and shock impedance of 59 which ranges from 50-60. No inappropriate therapy noted. Little noise was recreated when patient pressed hands together and pulled. No change in lead measurements reported. No noise with pocket manipulation or other isometrics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).